Event description:
Event: post implant intervention. Case details: the patient was implanted with a graft in 2001. During a follow up visit in 2002, the patient was diagnosed with a type I endoleak. In the following month, a competitor's cuff was placed in the superior attachment system to resolve the endoleak.